Event description:
New information states that lead fracture was also noted.

Event description:
It was reported that during a follow-up in clinic, high out of range, pacing lead impedance was observed on the left ventricular lead. Failure to capture was also noted from a remote transmission alert. Patient was asymptomatic. The lead was capped and replaced with an epicardial lead on (B)(6) 2017. No complications were reported. Patient will be followed up normally.